Event description:
Customer support reported that the service event log had a service required code r204f ( hvm ne h-bridge leakage test failure) logged. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.